Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 330 mg/dl. Last reading was 396 mg/dl. He had insulin shots to treat. The customer stated he was in romania and will stay an additional 5 months. It was found that the insulin pump was replaced about a year ago and he received a loaner insulin pump. Customer was advised that this device could not be replaced and he would need to start the process for a new insulin pump through the office in romania.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.